Event description:
A caller reported a tandem mobi cartridge alarm. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed cartridge alarm 34 and instructed the caller to remove the cartridge and deliver a bolus, but the alarm recurred. Consequently, technical support decided to replace both the pump and the original cartridge. The caller was advised to use a backup insulin pump to maintain insulin delivery and provided with instructions for returning the problematic pump. A replacement pump was sent, with the caller acknowledging how to proceed with storage and return procedures.